Event description:
Discordant high troponin (tni ultra), ck-mb and bnp results were obtained with one (1) patient sample, and discordant high (B)(6) results were obtained with two (2) patient samples on an advia centaur xp chemistry analyzer. The discordant results were reported out. The laboratory questioned the results due to the delta checks. The sample (for the cardiac marker testing) was rerun for troponin, ck-mb and bnp on the laboratory's other advia centaur analyzer. Hbs testing was not repeated. There were no known reports of patient treatment being altered, or delayed due to the discordant tni , ck-mb, bnp and (B)(6) results. There were no known reports of adverse health consequences due to the discordant tni, ck-mb, bnp and hbs results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site for instrument evaluation. After evaluating the instrument, the fse determined that the cause of the discordant tni, ck-mb, bnp, and (B)(6) results is unknown. The fse proactively replaced the waste reservoir cap, cap assembly, and aspirate probe 1 pinch valve, and then ran cardiac and immuno qc. The qc results were in range. No conclusions can be drawn as to what caused the discordant tni, ck-mb, bnp, and (B)(6) results. The instrument is performing according to specifications. No further evaluation of the system is required.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site for instrument evaluation. After evaluating the instrument, the fse determined that the cause of the (B)(6) tni ultra, ck-mb, bnp, and (B)(6) results is unknown. The fse proactively replaced the waste reservoir cap, cap assembly, and aspirate probe 1 pinch valve, and then ran qc material. The qc results were in range. No conclusions can be drawn as to what caused the (B)(6) tni ultra ck-mb, bnp, and (B)(6) results. The instrument is performing according to specifications. No further evaluation of the system is required. (B)(4) 2012, additional information received - the fse returned to the customer site for further instrument evaluation. After evaluating the instrument, the fse noticed that the ring was flooded, and subsequently found a piece of brown sludge (a clog) in the vacuum line to the waste reservoir. The fse replaced the vacuum line. The fse concluded that the cause of the (B)(6) tni ultra, ck-mb, bnp, and (B)(6) results was due to the clog in the vacuum line.

Event description:
Discordant high troponin (tni ultra), ck-mb and bnp results were obtained with one (1) patient sample, and (B)(6) results were obtained with two (2) patient samples on an advia centaur xp analyzer. The (B)(6) results were reported out. The laboratory questioned the results due to the delta checks. The sample (for the cardiac marker testing) was rerun for troponin, ck-mb and bnp on the laboratory's other advia centaur analyzer. (B)(6) testing was not repeated. There were no known reports of patient treatment being altered, or delayed due to the (B)(6) tni ultra , ck-mb, bnp and (B)(6) results. There were no known reports of adverse health consequences due to the (B)(6) tni ultra, ck-mb, bnp and (B)(6) results.